Event description:
Info received indicates when the brake pedal is set, the brake is not holding and the brake not set led is not lit.

Manufacturer narrative:
The technician adjusted the brake casters to repair the bed.